Event description:
The patient performed a blood glucose test on the suspect device and obtained a result of 147 mg/dl. Pt took insulin and then went into insulin shock. Spouse called 911 and emergency medical technician came and gave pt an IV with w-45. Level 1 control was run on the system and the control was within range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.